Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units machine wont turn on. There was no patient harm reported.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units machine wont turn on. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in event site address: (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Checked the damage and found the machine won't turn on. Changed the pwr sply/chrgr w/o ext. After changing, the machine can be turned off and works normally.